Event description:
A malfunction was reported with the pump, but no notable events occurred before the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided reset instructions and assisted the customer with resetting the pump. The issue did not recur after the reset, and the customer continued using the pump.